Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Bg level was addressed by drinking water. The customer cleared the alarm and resumed insulin delivery and ultimately changed supplies to address the issues.